Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was returned for evaluation. During visual inspection and leak testing service identified a leak in the bag at the port tube seal. The cause was determined to be a manufacturing issue. A CAPA has been opened to address this issue.

Event description:
It was reported that a 1l eva bag had a hole close to the second administration port. This malfunction was identified before use. There was no patient involvement. Additional information was requested and is not available.